Manufacturer narrative:
As reported, the sorbafix fixation device jammed after the 8th shot. The device was not returned for evaluation. Three loose and broken fasteners were returned. Based on the sample evaluation of the fasteners the cause of deformation/break could not be determined and without having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during tapp procedure the sorbafix fixation device was jammed after 8th shot. The procedure was completed using another device. There was no patient injury.